Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Information for resetting the pump was provided to the customer, who was unable to reset it at the time; the customer will call back if further assistance is required.